Event description:
Customer reported an unspecificed malfunction with a medical device distributed by (B)(4) in france. There was no available information regarding the impact on the customer's blood glucose level. However, a replacement pump was prepared to be sent to the customer, indicating corrective actions were in progress, including the expected return of the malfunctioning device.